Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their stimulation would be stronger in their leg when lying down. The patient mentioned that they didn¿t have intentions to troubleshoot as they were already told by their healthcare provider (hcp) that nothing more could be done. It was noted that this had been an issue since the patient was implanted on (B)(6) 2015. No further complications were reported or anticipated. Indication for use is non-malignant pain.